Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and it was found that the only the handle assembly was returned without the lgator housing, and it was found that the handle slot did not have evidence that the trip wire was confirmed. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the trip wire was not secured to the handle slot. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the handle of the speedband superview super 7 device did not have marks of the trip wire being secured; however, the iuf states, "secure trip wire in slot on handle unit." Additionally, this device was also used the in the cardiac ostium; however, per the IFU states that the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Based on the information that the instructions for use were not followed, it is possible that this could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands; therefore, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in cardiac ostium during a band ligation procedure to treat gastroesophageal reflux performed on (B)(6) 2023. During the procedure, the first band was successfully deployed; however, when the handle was rotated to deploy another band, it was noticed that the bands that could no longer be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 device was used in the cardiac ostium; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in cardiac ostium during a band ligation procedure to treat gastroesophageal reflux performed on (B)(6) 2023. During the procedure, the first band was successfully deployed; however, when the handle was rotated to deploy another band, it was noticed that the bands that could no longer be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 device was used in the cardiac ostium; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.